Event description:
It was reported that the patient had erythema to the gluteal incision site after surgical revision. On (B)(6) 2010, the patient was given clindamycin, 300mg 4 times daily for seven days. The neurostimulator was reprogrammed on (B)(6) 2010. The patient resolved without sequela as of (B)(6) 2010. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).